Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-01095. All information can be found under manufacturer report number 1416980-2025-01095. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused during patient therapy. The nurse was checking to see if the pump was giving the correct volume after 1 hour and 13 minutes. The pump showed the volume delivered as 151 ml when the patient was supposed to receive 91.25 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.